Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06902. It was reported patient had high impedances om both leads. Patient underwent surgical intervention on (B)(6) 2023 to explant and replace the leads.